Event description:
It was reported via repair work order that the power cord power prong was damaged and it was also reported that the power cord inlet filter was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.